Event description:
It was reported upon removing medication from the pump for a normal pump refill, the health care provider (hcp) noticed a tan color in the medication that came out of the pump. The pump was then rinsed three to four times. The last time the saline was withdrawn, it came out clear. The pump was then filled as normal with the patient¿s medication; baclofen, morphine, bupivacaine and clonidine. It was reported there were no patient symptoms or injuries related to the event.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).